Event description:
It was reported that there were low impedance values. The patient had an entirely new system placed on the date of report on the right side as the old system was explanted approximately one month ago. The left side system was pre-existing, and the patient was getting good therapy from it prior to the surgery on the date of report. The impedances were taken on this device pre-operatively, and everything was in normal range. However, when impedances were checked during the procedure, some electrode combinations had low impedances while the remaining electrodes were within normal range. The patient was programmed prior to the procedure to 2.7v, 90us, 130hz, c+2-. Therapy impedance was 335 ohms. It was suspected that shorts had occurred somehow during the procedure and was being recruited on case combinations with 1, 2, and 3 given low impedance values. It was reported that when the physician was implanting the new system, the wires were very close to each other, 3 mm, and they crossed each other. It was further reported that the surge on was assuming there was some metal on metal contact causing the low impedances. It was also reported that the low impedances had not been resolved, yet. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# va01k4q, implanted: 2012 (B)(6), product type lead product ID, 3387-40 lot# l75839, implanted: 2000 (B)(6), product type lead. (B)(4).